Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that ipg was unable to communicate with external devices and stimulation was lost. It is unknown when therapy was lost. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy restored after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.